Event description:
A customer reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and informed customer that insulin should be at room temperature before filling a cartridge per user guide. Customer changed cartridge and infusion set to address the issue.